Manufacturer narrative:
Additional information was added to b5, h4, h6, h11. B5: upon additional information, "the device contained 115ml of fluorouracil in dextrose 5%." H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed droplets of fluid inside a bag that contained the device, which suggested a possible leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the end of the line. The blue end cap was tightly screwed, but solution was dripping from the end at a very slow rate. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.